Manufacturer narrative:
A philips field service engineer (fse) went for onsite service. It remains unknown if there was still sound coming from the device. A speaker malfunction inops was present. The fse replaced the speaker to solved the issue. E1: reporter institution phone number: (B)(4). E1: reporter phone number: (B)(4).

Event description:
The customer reported a speaker malfunction from the device. The device was not in use at time of event, there was no adverse event reported.